Event description:
The customer reported that while the unit was in use on a pt, the display went blank. Therapy was continued for several more hrs until the balloon was scheduled to be removed. No pt injury was reported.